Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexplained hyperglycemia after outdoor activity and a recent supply change, with blood glucose readings of approximately 221¿222 mg/dl confirmed by fingerstick, and concern about meal dosing prior to dinner; no alarms occurred, and historical data indicated that the system¿s correction factor has previously returned glucose to target. Symptoms included elevated blood glucose without other reported clinical effects. Outcomes included user coaching on stress reduction, hydration, and continued monitoring, with the user choosing a conservative meal announcement and smaller portion. Investigation included review of device-reported glucose trends and prior corrections, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction, with physiological and behavioral factors such as activity and stress discussed as plausible contributors, and the device¿s past performance indicating appropriate automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was unclear but not attributed to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.